Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type data not available.

Event description:
It was reported that the patient had been to the hospital emergency room with hypoglycemia. The patient's blood glucose levels declined to 18 mg/dl while wearing the pod. The patient having a seizure and hitting their head. The patient reports using a pod with no training. Once at the hospital emergency room the patient got stitches in their head. In addition, the patient was treated with glucose tablets. The patient was not hospitalised.